Event description:
It was reported that a patient was not able to make adjustment both with or without the antenna attached. It was stated that the patient was trying to use her patient programmer but was getting the ¿poor communication¿ screen and was not sure how long she had been getting poor communication. It was noted that the patient had memory problems and usually her husband helped her with her system. It was noted that while on the phone the patient reported getting poor communication. It was noted that the patient replaced the batteries last night with (B)(6) alkaline batteries. It was reported that the patient had been ¿hurting real bad for about a week now¿. It was stated that the patient wanted to try communicating using the insr (recharger) and asked for help. It was noted that the patient could feel her implantable neurostimulator (ins) under her skin and she used a sticky patch to hold the antenna over her implant. It was stated that when the patient hooked up her insr she got a ¿reposition antenna¿ screen every time she pressed the start charge button. It was noted that the patient rotated the antenna dial twice but each time the ¿reposition antenna¿ message was seen. A coupling problem and a communication problem were reported. It was stated that the patient was last able to successfully charge more than 2 weeks ago. Additional information received reported that the patient was still having concerns with her device or therapy but had not sought further help. It was stated that the patient did not have a manufacturer¿s representative and that she ¿needed one right away¿. It was noted that the patient requested someone call her at home. Additional information received reported that the healthcare professional (hcp) had not seen the patient since (B)(6) 2013. It was stated that the hcp was not aware of any problems with the patient¿s spinal cord stimulator. It was noted that the patient saw a different hcp on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# v855145, implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).